Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50 cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the area where his trial leads were coming out. Symptoms were redness, drainage, and fever. The physician believed that the infection was procedure related. The patient was prescribed antibiotics and the leads were pulled.